Event description:
It was reported that the line had fallen out at home. The suture block was still sutured to the pt's chest.

Manufacturer narrative:
An investigation has been initiated. The device sample was received on (B)(6) 2010. We have requested additional info from the facility which to date has not yet been received. When the investigation is complete a final report will be submitted.